Event description:
A 5x100mm bladeless trocar was inserted into patient's abdomen, and upon use of the port site the trocar split in half, with the distal portion to the user falling off into the patient's abdomen. This portion was retrieved upon procedure completion.